Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer¿s current blood glucose: 210 mg/dl. Customer treated for high blood glucose with insulin pen. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering . Customer is not calling back to perform an high pressure test. Customer reported that this am his blood glucose was over 600 mg/dl and something and then at dinner it was 236 mg/dl after giving himself a bolus and there was still active insulin left in the body. The customer changed his whole set on the (B)(6) because his sugars were in the 700's mg/dl then. The customer thought that was strange since he didn¿t feel like his sugars were that high. Customer had no symptoms of high blood glucose. The customer noticed that sometimes his site is red. The customer was troubleshoots for high blood glucose when we noticed air bubbles in the tubing. Approximate size of air bubbles is medium. The pump will not be returned for analysis.